Manufacturer narrative:
.

Event description:
An endurant bifurcated stent graft system was selected to be used into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported, the device was not used in the patient. It was reported that the back-end wheel wasn't assembled correctly (by rotating it the tip-sleeve could not move). The physician was not able to fix it. The nose cone was stable in his right position. The delivery system was in position ready to deploy. Turning the back end wheel had no effect and no deployment was possible since the outer sheath was completely truncated right at the end of the braided part. No broken part was noted before inserting the device in the patient. No clinical sequelae were reported, and the patient is fine. Medtronic has received the device and it has been evaluated. Evaluation summary: the stent graft was still loaded in place. The tip was not retracted into the graft cover. The slider was in the home position. The backend wheel was returned assembled; however, not over the thumb wheel t-tube. The thumb wheel t-tube was located at the middle of the screw gear. There were no kinks on the graft cover. The edge of the graft cover was damaged and nicked possible due to pushing against the spindle or spindle sleeve during prepping of the device. The backend wheel was not assembled in the correct position.